Event description:
It was reported that difficulty removing a stent from a catheter and stent damage occurred. While outside the patient, a 38 x 4.00 promus premier stent could not be removed from the lumen, and a stent strut broke. The procedure was completed with a different device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a 38 x 4.00mm promus premier stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the distal region lifted and pulled from crimped position. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty removing a stent from a catheter and stent damage occurred. While outside the patient, a 38 x 4.00 promus premier stent could not be removed from the lumen, and a stent strut broke. The procedure was completed with a different device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.